Event description:
The customer reported the autopulse platform (sn (B)(6)) emitted a loud click and displayed "system error, out of service, revert to manual CPR." The device is not able to reset. No patient involvement.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) emitted a loud click was confirmed during the functional testing. The complaint that the platform displayed "system error, out of service, revert to manual CPR" could not be verified because the autopulse platform failed the power on self-test (post), and the archive could not be downloaded during the functional testing at zoll. However, based on the investigation, the root cause of the customer's reported complaints was determined to be a failed processor board. The archive data download and review could not be completed because the device failed the initialization (power on self-test). During functional testing, the autopulse platform failed to boot, preventing archive data recovery. The platform was making a clicking noise, confirming the customer complaint. The lcd was completely blank. The investigation identified a failed processor board as the root cause of the reported complaints and the issues observed during testing. The processor board was replaced to resolve the complaints. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).